Manufacturer narrative:
Additional information: on 10/15/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 10/24/2019, mentor became aware that the patient also experience bilateral ptosis. As a result, the patient underwent bilateral device removal and replacement with 385cc mentor memorygel breast implants, catalog number 3507385mc, serial numbers (B)(4) on the right side and (B)(4) on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/14/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample was found rupture. Crease was found in the edges of the tear. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 300cc, catalog # 3507300bc, lot# 5847387, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with a mentor memorygel breast implant 300cc and experienced rupture on the right side post-operational. The rupture was confirmed upon physical examination, ultrasound and mammogram report. As a result, the patient is scheduled to undergo bilateral device removal and replacement on (B)(6) 2019.